Event description:
On (B)(6) 2023 I was implanted with the inspire upper airway stimulation device in hopes to remedy my severe sleep apnea troubles. After numerous years of unsuccessful CPAP stints, I was in dire need of sleep apnea treatment. An ear, nose and throat doctor told me of the introduction of inspire to the market and I should look into it to see if I qualify. Soft tissue removal was the route I wanted to take but inspire was pushed and said to be less painful. It's not. I was told by my dentist at (B)(6) to see the surgeons who implanted the device. I wanted tongue and throat images because the inspire device shocks, my tongue nearly every night. Nearly everyday and / or night my tongue is aching from the effect of inspire to the point it hurts to move my tongue let alone eat and talk. I'm currently seeking medical attention to see if my tongue is going through atrophy.